Event description:
Information received indicates when the hi/low function is lowered, the knee function will rise unintentionally.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.